Manufacturer narrative:
(B)(4) additional information requested but unavailable: what is product code of trocar that broke during the procedure? Was the part that broke off retrieved from the patient? Was there any patient consequence, change to procedure, or change to or post-op patient care? Are all trocar components being returned for analysis? Or were components discarded?

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the tip of the unknown blunt tip trocar broke off into the patient. It was not known if the tip was retrieved. The procedure is currently ongoing at the time of the call. There were no patient consequences reported.